Manufacturer narrative:
Product not returned to manufacturer.

Event description:
A consumer reported that an airfloss exploded which caused second degree burns. It was alleged that the consumer went to the emergency room. No information regarding outcome or medical intervention was provided.